Event description:
A customer reported that during a vitreoretinal surgery, an ophthalmic system exhibited low illumination across multiple ports. The surgery was completed on the same day using another illumination probe, with no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).